Event description:
It was reported that the pump declared a cartridge alarm during the pumping process. There was no adverse impact to the customer¿s blood glucose level. The caller received assistance from technical support to load a new cartridge following the proper technique, and they were able to successfully resume insulin therapy.